Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not turning on.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4; b5; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion,health effect ¿ clinical code, health effect ¿ impact codes; h11 corrected field:g1 contact person ¿ mfg site; e1 event site email. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse noticed severe blood back damage. The fse stated that the unit was damaged beyond repair. The damaged components included the pneumatic interface module, safety disk, tidal volume disk, backplane board, recorder, batteries, power slot interface, fiber-optic board, power management board, motor control board, and the solenoid control board. The fse recommended replacement of the unit. The customer retired the unit due to the severe blood back. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Rc1: other the cardiosave intra-aortic balloon pump (iabp) does not include a design element to prevent blood in the pneumatic circuit from entering the device enclosure via the k10 vent valve, and subsequently shorting an electronic component(s). Cc1: labeling control - content requirement(s) unclear, gap(s) the cardiosave iabp instructions for use does not include a warning that, should blood be observed in the catheter extender, to clamp the tubing to prevent further ingress into the system.